Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker previously showed ten years down to seven and a half years remaining longevity and then reached explant over past year. The patient paces much of time, but at low outputs. The battery diagnostic data indicated that the power consumption of this device has been increasing for over a year. The expected power consumption was about 34 microwatts, however this device was consuming 50 microwatts and the power consumption was expected to continue to increase. The device should be replaced and returned for detailed analysis. The malfunction appeared consistent with other devices that have had continuous average power increases. As of this time, the device remains in service. No adverse patient effects reported.